Manufacturer narrative:
H6: product not returned for evaluation.

Event description:
Patient reported that she changed the insulin cartridge and adapter and attempted to prime the device. At that time, she noticed a few units of insulin inside of the cartridge compartment. She indicated that she was able to dry the cartridge compartment, change the adapter and the device worked properly. She did not report any physiological effects associated with this issue. No medical assistance was reported. Product was discarded and will not be returned for evaluation.